Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure when the physician first attempted to place this lead in the right ventricle the helix took 22 turns to extend and yielded high impedance measurements I of 1800 ohms and high threshold measurements. It then took 25 to 30 turns to retract the helix. When the physician attempted to reposition the lead, the next extension of the helix took 35 turns and resulted in an impedance measurement of 1400 ohms and high threshold measurements of 4.0 volts. Thus this lead was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the complete lead was returned with blood and body fluid in the helix housing and neck region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. When testing the helix mechanism in the laboratory it would not move within eight turns. Analysis determined this was likely due to dried blood and body fluid in the helix housing and in the neck region, prohibiting helix movement and testing.